Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic knee surgery the pump suddenly began to deliver an unusually high flow rate within the last 2 minutes of the procedure. Despite an applied tourniquet set at 250 mmhg, the operated leg became significantly swollen above the level of the tourniquet. The patient developed fluid accumulation in the tissue (thigh and scrotum). ***update 18-may-2026: further information was received on 13-may-2026 that no compartment syndrome occurred. The swelling subsided within a few hours. The excess fluid was resorbed by the tissue and cooling compresses were applied. The fluid accumulation was managed with bed rest, cooling, and analgesic medication.